Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup vvi due to an event queue overflow. Programming changes were made to reset the device. The patient was stable.